Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot/serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the metal plug in piece for patient's recharger broke off and this is the second time this has happened and patients stimulation has been shut off since saturday. They called everyone and got the run around. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.